Event description:
It was reported that the needle deployed and the cannula did insert into the skin but the pink slide did not move forward, indicating a needle mechanism failure. The patient's blood glucose levels rose to about 300 mg/dl while wearing the pod for longer than 48 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: bp3a.251005.004.b1 hardware: pixel 9 pro xl cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.